Manufacturer narrative:
During inspection and testing, the sheath of the insertion section was perforated and metal wires were protruding. The report of leaking was confirmed due to perforation of the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the bending section cover was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the sheath of the insertion section was perforated and metal wires were protruding. This report is being submitted for the malfunction found during evaluation (protruding metal wires). There was no patient involvement in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to excessive force being applied to the bending section, then the bending tube became broken. The user can properly detect the event by handling device in accordance with the following instructions for use (IFU): ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ there is a possibility that the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU statement: ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.